Manufacturer narrative:
Corrected data: b.5: event description h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding factors influencing left ventricular outflow tract obstruction following a mitral valve-in-valve o r valve-in-ring procedure, part 1. The study population included cadaver hearts and porcine hearts. Multiple manufacturer¿s devices were implanted in the study population. A separate case was mentioned during the discussion of this article, which mentioned the valve in valve implant of a transcatheter valve in a mosaic mitral bioprosthetic valve. Among the 1 female patient aged 60 years who was mentioned to have received the mosaic device, adverse events included: valve dysfunction, valve in valve replacement, re-do surgery, rehospitalization, and device encroachment into the left ventricular outflow tract (lvot). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: [vinnie bapat. Factors influencing left ventricular outflow tract obstruction following a mitral valve-in-valve or valve-in-ring procedure, part 1. Catheterization and cardiovascular interventions. 18 september 2015; (86):747-760. Doi:10.1002/ccd.25928] earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding factors influencing left ventricular outflow tract obstruction following a mitral valve-in-valve o r valve-in-ring procedure, part 1. The study population included cadaver hearts and porcine hearts. Multiple manufacturer¿s devices were implanted in the study population. A separate case was mentioned during the discussion of this article, which mentioned the valve in valve implant of a transcatheter valve in a mosaic mitral bioprosthetic valve. Among the 1 female patient aged 60 years who was mentioned to have received the mosaic device, adverse events included: valve dysfunction, valve in valve replacement, re-do surgery, rehospitalization, high mean gradients and left ventricular outflow tract obstruction (lvoto). No further information was provided pertaining to medtronic products.